Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® bio-a® hernia plug and gore® infinit mesh instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use states, the implanted gore® bio-a® hernia plug is a porous fibrous structure composed solely of synthetic bioabsorbable poly (glycolide: trimethylene carbonate) copolymer. Degraded via a combination of hydrolytic and enzymatic pathways, the copolymer has been found to be both biocompatible and nonantigenic. In vivo studies with this copolymer indicate the bioabsorption process should be complete by six to seven months.¿ therefore, this gore device would not be expected to contribute to explant, movement or loss of anchorage, abscess, infection and pain, beyond this timeframe. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® bio-a® hernia plug with gore® infinit mesh instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® bio-a® hernia plug with gore® infinit mesh instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the legacy, gore® bio-a® hernia plug with gore® infinit mesh instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The legacy, gore® bio-a® hernia plug with gore® infinit mesh instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic inguinal hernia repair on (B)(6) 2010 whereby a gore® bio-a® hernia plug with gore® infinit mesh was implanted. The complaint alleges that on (B)(6) 2016 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, abscess, septic osteomyelitis [infection of the bone] of the pubic symphysis, removal of infected mesh, bone debridment, mesh contracted . Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: ¿ (B)(6) 10: (B)(6) hospital. (B)(6) md. Emergency room visit. Presents with hernia and groin pain. Onset was 3 days ago and patient with history hernia for ¿a while¿, but past few days getting worse. Location: right inguinal. Weight 75 kg. Exam: gastrointestinal: tenderness: moderate, bowel sounds normal, mass location right groin, hernia. Genitourinary: groin: inguinal, hernia defect palpated, hernia mass palpated, tenderness, swelling, extends into scrotum. Impression: incarcerated hernia. Plan: admit. ¿ (B)(6) 2010: (B)(6) hospital. (B)(6) md. History and physical. Inguinal hernia noted on right side for 3 days. Progressively gotten bigger, would not reduce, came into the hospital today after procrastinating with associated nausea and vomiting. Has a nonreducible large hernia with ultrasound in the emergency room showing, what appears to be, mobile loops of bowel present. Will be prepared for surgery. Discussed with him that the surgery may require repair of the hernia with or without mesh. If there is signs of infection, mesh will not be used. He understands if the bowel is compromised, he may require a bowel resection. If this is involving colon, there is always a possibility of a colostomy. I did discuss with him postoperative recurrence, bleeding, infection, scarring, injury to intraabdominal organs. He completely understands this, signed his operative permits. Exam: abdomen is tender, flat. Bowel sounds were quiet but present. There is a huge incarcerated right inguinal hernia filling the entire scrotum, which is markedly tender. There is no sign of cellulitis, redness present. Testicle was palpable below the mass. Left side has no hernia. Impression: incarcerated hernia. The patient will be hydrated. Will be taken to the operating room when stable. A nasogastric tube will be placed. All risks have been discussed with him at length. Implant procedure: repair using a bio-a mesh plug and an infinit mesh. Implant: gore® bio-a® hernia plug [1hpgnf04/6934503] . Implant date: (B)(6) 2010 (hospitalization (B)(6) 2010) ¿ (B)(6) 2010: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: incarcerated right inguinal hernia with bowel. Postoperative diagnosis: viable small bowel in the right indirect inguinal hernia. Description of procedure: ¿with the patient and his wife understanding that he has an incarcerated hernia, that the procedure may vary depending on our findings, these findings can include ischemic bowel or dead bowel and a bowel resection even exploratory laparotomy was discussed with the patient. He was brought to the operating room and ng tube in place. He was prepared with hydration, antibiotics and general endotracheal anesthesia was administered. Patient had a large incarcerated extending into the scrotum. The area had been shaved. The area was thoroughly prepped with merlin prep and draped in the usual fashion. Parallel to the inguinal ligament, incision to the pubic tubercle was made 8 cm, taken through the adipose layer. Scarpa was incised. External oblique fascia, shelving margin, external ring which was bulbous was seen. Self-retaining retractor was placed. The external oblique fascia was opened, taken to the external ring. There was a large hernia extending through its sac into the cord structures and through the internal ring. I separated the sac carefully from the rest of the cord structures and opened it. There was no foul-smelling odor. There was minimal edema. I opened the sac and the bowel which was present within it was viable. It was reduced fairly easily at this point. There was no significant fluid and no signs of any ischemia. With the bowel placed back without difficulty, the hernia sac was then dissected to the internal ring, twisted and a high ligation was carried out. I then looked at the floor which was intact through the internal ring which was quite patulous. I placed a bio-a hernia plug and deployed it properly, trimming the edges up to the fascia. This was secured with an 0 prolene suture to the inguinal ligament. Selecting the infinit mesh, this was properly shaped to the defect and placed on the floor and this was tacked down with surgical tacker. There were no signs of any infection or purulent material and all bowel had been viable. The area was irrigated. Hemostasis was assured. The external oblique fascia was then closed with running 2-0 polysorb suture. Scarpa was closed with 3-0 polysorb suture and the skin was closed with skin clips. Marcaine 0.5% was instilled copiously along the incision. The testicle was palpate and noted to be in the dependent portion of the scrotum at the end of the case. The patient had all instruments and sponge counts confirmed to be correct by the nursing staff and went to the recovery room in stable condition.¿ ¿ (B)(6) 2010: (B)(6) hospital. Implant sticker. Gore bio-a hernia plug. Ref catalogue number: 1hpgnf04. Lot batch code: 6934503. W.l. Gore & associates. ¿ the records confirm a gore® bio-a® hernia plug (1hpgnf04/ 6934503) was implanted during the procedure. Relevant medical information: ¿ (B)(6) 2010: (B)(6) hospital. (B)(6) md. Pathology. Accession: s-10-01127. Nature of specimen: hernia sac. Microscopic diagnosis: right inguinal hernia sac. Clinical history: incarcerated right inguinal hernia. Gross description: submitted in formalin labeled ¿hernia sac¿ is an irregular fragment of collapsed thin membranous gray pink and red tissue with measures 8.0 x 3.5 x 0.8 cm. The apparent sac lining is composed of wrinkled gray pink tissue. Representative sections are submitted in a single cassette. ¿ (B)(6) 2010: (B)(6) hospital. (B)(6) , md. Discharge summary. Postoperatively, the patient had distention of his abdomen. Had an ileus that had resolved. Had significant amount of scrotal swelling which was expected. Was slowly advanced to a diet. Abdominal pain decreased. Incision remained clean and dry. Was able to be sent home, tolerating diet, afebrile, to be followed in my office in a week. He is to wear scrotal support and allow for the incision to heal. Overall prognosis is stable. ¿ (B)(6) 2016: (B)(6) hospital. (B)(6) . Radiology-MRI lower extremity without contrast ¿ bony pelvis. Indication: 35-year-old male with osseous erosions along the pubic symphysis and multiple fluid collections in the pelvis, concerning for septic arthritis of the pubic symphysis with associated osteomyelitis and fluid collections. Impression: 1) findings consistent with septic arthritis/osteomyelitis of the pubic symphysis, as described below, with adjacent abscess within the left adductor/pectineus muscles. This amendable to ultrasound-guided aspiration. 2) postsurgical changes related to mesh placement across the pubic symphysis, right greater than left. Surrounding edema and inflammation, concerning for infected mesh. ¿ (B)(6) 2016: (B)(6) hospital. (B)(6) md. Radiology-us-guided pubic symphysis aspiration. Indication: concern for septic arthritis/osteomyelitis of the pubic symphysis on MRI, obtained just prior to the procedure. Impression: uncomplicated ultrasound-guided aspiration of the pubic symphysis and contiguous fluid collection extending to the left, yielding approximately 3 cc of purulent fluid, sent for stat gram stain and culture, cell count, and crystal analysis. Explant procedure: explant of right inguinal hernia mesh, hernia repair, and debridement of the symphysis pubis. Explant date: (B)(6) 2016 (hospitalization (B)(6) 2016) ¿ (B)(6) 2016: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis(es): infected right groin hernia mesh with osteomyelitis and abscess of the symphysis pubis. Postoperative diagnosis(es): infected right groin hernia mesh with osteomyelitis and abscess of the symphysis pubis. Anesthesia: general. Indications for surgery: this patient presented with a torn adductor muscle and small fragments fractured from the symphysis pubis. He had an interventional radiology aspiration of purulent material from the symphysis pubi found on imaging. An MRI noted infection of the right inguinal hernia mesh that was placed 8 to 9 years ago. It might be noted that the patient stated that he had an arm abscess recently from a spider bite that required incision and drainage at another hospital. Procedure in detail. ¿patient was brought to the operative suite and identified. After adequate general anesthesia ensued, his groin was prepped and draped in the usual fashion. An incision was made through the previous hernia incision, through skin and subcutaneous tissue and was carried more medially towards the pubic tubercle. I came down through scar tissue and identified the external oblique aponeurosis which I opened. I identified the spermatic cord, isolated and placed a penrose drain around it. A direct hernia was evident and the transversalis fascia over it was opened. Starting superior to what I thought was the spermatic cord, was a piece of mesh that had been incorporated and was obviously damaged presumably from infection. There were multiple laparoscopic staples throughout the course of the mesh which I removed individually. The flat piece of mesh coursed medially towards the pubic tubercle and it was stapled to the pubic tubercle. Again I removed all visible staples and I removed all visible mesh and sent it for microbiology and pathology. I then dissected over towards the pubic tubercle and dissected through the muscle. I came down upon obvious osteomyelitis of the pubic tubercle. I debrided as much as possible. There was no discrete fluid collection. Having completed the explant. I repaired his hernia using interrupted 2-0 prolene sutures in a bassini type repair. This was after I copiously irrigated the wound with antibiotic solution. I then closed the external oblique aponeurosis with running vicryl. The subcutaneous tissue was closed with vicryl and skin was closed in a subcuticular fashion using fine monocryl. The patient tolerated the procedure well. I was present for and performed or directed all key portions of this case.¿ relevant medical information: ¿ (B)(6) 2016: (B)(6) hospital. (B)(6) md. Discharge summary. Final diagnosis: infected right groin hernia mesh with osteomyelitis and abscess of the symphysis pubis. History of avulsed left rectus abdominis adductor aponeurosis who was previously discharged to rehab, who re-presented with increasing abdominal pain and an elevated white blood cell count. At that time, the patient said his left groin pain had gradually increased over the past several days and had spread to the right groin and scrotum. Initial examination revealed sinus tachycardia and extreme tenderness in the right inguinal region. History of intravenous drug use. Admitted on 11/21/16 with groin pain and history of rectus abdominis avulsion. Underwent CT of the pelvis which revealed increased soft tissue changes around the pubic symphysis. Was started on broad-spectrum antibiotics. Had multimodal pain control. On hospital day two, underwent an MRI of the pelvis. Study revealed likely septic arthritis/osteomyelitis of the pubic symphysis with adjacent abscess. The mesh from the patient¿s previous hernia repair was in place. Based on this study, there was concern for infected mesh. On hospital day 3, underwent pelvic fluid collection aspiration. The results from this aspiration revealed light growth of pseudomonas. At this time, was continued on pain control and broad-spectrum antibiotics. Infectious disease was consulted with recommendations to continue antibiotics and to highly consider mesh explant and washout. Orthopedics was also consulted with no immediate recommendations made. On hospital day four, was taken to the operating room for an explant of right inguinal hernia mesh, hernia repair, and debridement of symphysis pubis. During procedure, was found to have significant evidence of chronic osteomyelitis. On postoperative day one, was continued on pain control and antibiotics as well. Postop day two, infectious disease made recommendations for transition to oral antibiotics. Postop days four through six, progressed well through hospitalization. Postop day six, was discharged to rehab. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® bio-a® hernia plug instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® bio-a® hernia plug instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.